Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after the day of event. Most recent onsite visit from field service engineer (fse) was on third jul-two thousand twenty three, fse performed and signed service installation record (sir). System meets specification as per sir. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the operating table cannot be moved, corneal flaps have been made in both eyes and the next step of treatment cannot be taken, resulting in the failure of the surgery. The suspending the surgery will affect the patient's surgery, causing a psychological shadow and resulting in an economic loss also, during lasik surgery.